Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked and couldn't deliver insulin during use. The following information was provided by the initial reporter, translated from chinese: "the patient came to our hospital for treatment due to type ii diabetes. The doctor gave the patient regular insulin injections. On (B)(6) 2022, the nurse prepared for the patient to inject insulin before meals. When the disposable needle was installed and exhausted, it was found that the needle was blocked and could not be used. Immediately replaced with a new needle, the insulin injection was smooth, and no harm was caused to the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples no needle clog fail found.

Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked and couldn't deliver insulin during use. The following information was provided by the initial reporter, translated from chinese: "the patient came to our hospital for treatment due to type ii diabetes. The doctor gave the patient regular insulin injections. On (B)(6) 2022, the nurse prepared for the patient to inject insulin before meals. When the disposable needle was installed and exhausted, it was found that the needle was blocked and could not be used. Immediately replaced with a new needle, the insulin injection was smooth, and no harm was caused to the patient."